Event description:
On 04/08/2026, it was reported that dr. (B)(6). Stated that a button has broken off of the silent nite 3d appliance. A remake is being processed. Additional information received reported that the event occurred on (B)(6) 2026. It is unknown if the 52-year-old, male patient was sleeping when the reported event occurred. There was no injury or adverse outcome to the patient and no intervention was required. The patient stopped using the device the day it broke.

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).